Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Bioprosthetic valve explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be conclusively determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Additional manufacturer narrative: based on the operative report provided, the explant at implant was due to regurgitation/perivalvula leak. After implanting the subject device, inspection through the valve demonstrated that the valve was well seated. Te did show perivalvular leak in the neighborhood of the commissure adjacent to the mitral valve. It was felt that because we could not control ejections with an lv sump that this amount of aortic insufficiency was unacceptable. The aortotomy was reopened and the valve was explored, but no exact reason for the aortic insufficiency could be found; however it was decided at this point that the valve should be removed and be-re-replaced. The inspection of the valve appeared to show no valvular problem itself. It was felt that perhaps the valve had not gotten seated well enough or perhaps one of the sutures had partially pulled through the annulus, although this could never be proven. A 27mm non-edwards valve was seated. Inspection showed that the valve was well seated. The patient was returned to the intensive care unit in stable, but critical condition. Unfortunately, the subject device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Per the op report, "valve was explored, but no exact reason for the aortic insufficiency could be found." The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability.